Event description:
From staff: patient was brought to the operating room (or) for percutaneous endoscopic gastrostomy (peg) tube placement. Per the operative note, there were no complications and the patient was returned to the ICU for care. Later in the evening, patient became febrile and a chest x-ray and CT of abdomen were completed. CT of abdomen revealed the gastrostomy tube extended though the anterior wall of the transverse colon and free air and fluid in abdomen. The patient was brought to the or early in the morning the following day for repair of the colon and replacement of the peg tube.